Manufacturer narrative:
As no further information concerning this report has been received, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, no confirmed left ventricular threshold could be obtained. All vectors were checked but no measurements observed. Data was sent for a technical services review. No impact to the patient and no intervention to date.